Event description:
The percuflex plus ureteral stent was noticed to be broken at time of preparation as the device was being removed from the package. The stent was not utilized in the patient. The procedure was successfully completed with the use of another percuflex stent.